Manufacturer narrative:
MDR 2517506-2020-00152 was filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tnih) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician and was questioned. The same sample was reprocessed on the same day on two alternate non-siemens instruments, lower results that were considered correct were obtained and reported. Due to the initial elevated tnih result, the patient was transferred to another facility and an electrocardiogram (ECG) and echography were performed. The patient had a change in prescription (prednisone-corticosteroid). There were no adverse health consequences due to the discordant falsely elevated tnih results or due to treatment.

Manufacturer narrative:
MDR 2517506-2020-00151, was filed on (B)(6) 2020. MDR 2517506-2020-00152, was filed for the same event. Additional information (B)(6) 2020: siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tnih) result. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified with the tnih assay or instrument. The tnih sample was returned to siemens for evaluation by assay development. It was determined that the customer is not using the siemens recommended 99th percentile for the dimension exl tnih method of 60.4 ng/ml but is using a value of 25 pg/ml. This contributed to the customer's perception of the dimension exl method being elevated for the patient. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h3 has been updated to reflect the device evaluation by manufacturer. Section h6 has been updated to reflect the hsc investigation. Supplemental MDR 2517506-2020-00152 was filed for the same event.